Event description:
The manufacturer received information alleging a trilogy evo ventilator failed active exhalation control module solenoid valve verification upon initial inspection of the device. The device was not in patient use at the time. Although there was no patient harm or injury, this event is reportable because the failure could affect the ability of the device to provide therapy to published specifications. The device has not yet been evaluated by the manufacturer; therefore, the alleged malfunction is not able to be confirmed at this time. A follow-up report will be submitted when the manufacturer's investigation has been completed.

Manufacturer narrative:
It was previously reported that the manufacturer received information alleging a trilogy evo ventilator failed active exhalation control module solenoid valve verification upon initial inspection of the device. The device was not in patient use at the time. Additional information was received indicating the device was successfully repaired with replacement of the 3-way solenoid valve and the proportional valve (active exhalation control module). The coding grids have been updated with this follow-up report to reflect the investigation and repair.